Manufacturer narrative:
If implanted, explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Device evaluation: product testing cannot be performed as product was not returned. Reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and the devices were manufactured within specifications. No non- conformance reports (nc). A search revealed that no additional complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003, 19.5 diopter intraocular lens (iol) during injection into the patient¿s eye, had the haptic tore. The doctor cut the lens out and discarded it. There was no medical intervention required, no incision enlargement, no vitrectomy and no sutures performed. There was no additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.